Manufacturer narrative:
The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve was implanted via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. On (B)(6) 2022, the set pressure was unintentionally changed before and after MRI on unknown date. The patient did not experienced any signs and symptoms. The valve remains implanted.